Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1ae6y, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient never had tremors before implant, and believed they should not have been implanted with dbs therapy. Since implant, they were no longer able to drive and had to use a walker and a cane as their feet were freezing. They had to wear depends as they were also having trouble with their bladder and had never had trouble with their bladder before implant. The patient's urologist indicated they could not find anything physically wrong with the patient, and thought the ins was causing the bladder problems. The patient also noted they had slurred speech and hearing loss. The patient was working with a physician on helping the symptoms, however the physician thought one of the probes was placed deeper than it should have been. The patient was scheduled to have an MRI performed. It was noted the therapy had been turned off since (B)(6) 2017. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was scheduled to see a new healthcare provider to turn on stimulation, however they still were not sure if they wanted stimulation turned back on based on their previous experience.